Manufacturer narrative:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and smartablate generator and suffered an esophageal fistula and death. Service for the smartablate generator was declined by the customer, therefore, no malfunction could be found on the device. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There were no history of repairs with this device. (B)(4).

Manufacturer narrative:
Additional information was received on february 23, 2018. The patient was a (B)(6) male. There were no complications, equipment errors or malfunctions during the procedure. However, there were documented waiting periods for the esophageal temperature to go down while ablating, which are routine and not indicative of any bwi product issue. Approximately 1-month post-procedure, the patient returned to the facility via the emergency department and an esophageal fistula was diagnosed. Two days later, the patient underwent esophageal fistula repair surgery. Three days later, the patient was classified as a dnr (do not resuscitate). Date of death is unknown. It was noted that the physician who performed the ablation uses a thermocool smarttouch unidirectional sf catheter (d-curve) and smartablate generator for atrial fibrillation cases. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Report numbers 2029046-2018-01122 and 2029046-2018-01121 are related to the same event.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and smartablate generator and suffered an esophageal fistula and death. During ablation, there were documented waiting periods related to waiting for the esophageal temperature to decrease. Procedure was completed without complications. Approximately 1 month post-procedure, the patient returned to the facility via the emergency department and an esophageal fistula was diagnosed. Two days later, the patient underwent esophageal fistula repair surgery. Three days later, the patient was classified as a dnr (do not resuscitate). It was noted that there was discussion regarding a non-specific, unverified product malfunction that was related to this complaint and possibly associated with the adverse event. No additional information is available at this time.